Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. Evaluation in process, not yet complete.

Event description:
It was reported that during an thoracic corpectomy procedure performed on (B)(6) 2016, the lock-screw torque driver ((B)(4)) broke during final tightening of the lock-screw. The tip was easily removed from the screw and the procedure was completed using the second driver in the set with no delay to the procedure.

Manufacturer narrative:
It is believed that the device experienced an overload condition that caused the observed brittle fracture. The root cause of the overload condition could not be determined. Review of manufacturing history records found a total of 40 pieces of this lot released for distribution on (B)(6) 2016 with no deviation or anomalies. Two-year complaint history review found one previous report of this nature for this lot. There was not a trend identified for tip failure for this part number. Based on the low failure rate and the inability to determine the root cause of the overload condition, the need for corrective action was not indicated.